Manufacturer narrative:
Reference MFR. Complaint # ov1998-3-30-234. Eight pair of gloves were returned for evaluation. The gloves were visually examined and found to meet mfg specs. The lot history was reviewed. The product met its physical and dimensional specification. Normal compounding and curing of the latex occurred. The product met its extractable and protein levels. Co was unable to find any failure of the product. Co is unable to determine a cause for the reported problem.

Event description:
No injury is reported and the employee continues to wear latex gloves.